Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be provided in the follow up-report.

Event description:
It was reported that for a patient with a recently installed pacemaker, the delta was double counting the heart rate for several hours. The user reportedly turned pacemaker detection off because of the double counting. The patient reportedly coded at about 10:00pm and was revived. No injury was reported.

Manufacturer narrative:
Error logs from the suspect monitor and ECG strips during the double counting episode was requested for evaluation, however were not received. It is difficult make a root cause determination since no available data for investigation. A likely cause of the double counting is the that the algorithm was detecting p or t waves as valid qrs complexes. The IFU states the possible occurrence and solutions for this issue: ¿high p-waves and t-waves -- high-amplitude (> 0.2mv) p- or t-waves of long duration may be detected as qrs complexes. To allow the monitor to properly detect low heart rate conditions in such cases, place the lead with the highest r-wave (relative to the t- and/or p-wave) in channel ecg1. If the monitor continues to misinterpret p- or t-waves, reposition the electrodes or use a pulse oximeter to monitor the patient's pulse rate.¿ in this event, the user reportedly turned off the pacer detection later, which should not be done as a paced patient was under monitoring. There is a "warning" in IFU: "make sure pacer detection is turned on for patients with pacemakers. Disabling pacemaker detection for paced patients may result in pacemaker pulses being counted as regular qrs complexes, which could prevent an asystole alarm from being detected. Always verify that the pacer detection status is correct for the patient." Risk management report was reviewed and there is no new or revised risk.

Event description:
Please refer to the initial report.